Event description:
It was reported that this implantable pacemaker device has a 1 year remaining 2 months ago. In addition, this patient was admitted in the emergency room (ER) for urinary tract infection with vascular dementia and shortness of breath (sob) frequently. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device has a 1 year remaining 2 months ago. In addition, this patient was admitted in the emergency room (ER) for urinary tract infection with vascular dementia and shortness of breath (sob) frequently. Additional information received from the field representative and indicated that there was no premature battery issue. As of this time, this device remains in service. No adverse patient effects were reported.